Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a partial display. They had used new batteries. The device was not bumped or dropped. The anomaly persists after a battery change. The display had missing segments during the self-test. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. Unit passed self-test. No missing segments or partial display noted. Unit was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, cracked battery tube threads, cracked case (battery tube), pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained serial number label, corroded battery tube and minor scratches on lcd window.